Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer incorrectly programmed the pump's site reminder. Customer's blood glucose was 110 mg/dl. Reportedly, the customer corrected the site reminder setting and resumed insulin therapy.